Event description:
A cerebrovascular accident with aphasia and right arm weakness occurred during the extraction of two chronic, infected, pacemaker leads. The physician noted a possible pfo (patient foramen ovale). The notes also included: "extremely heavy fibrosis at rva; ventricular leak & conductor and insulation broke with the subclavian approach requiring extensive femoral manipulation; three centimeter fragment of the lead left in the right ventricule; heavy debridement of pacer pocket.